Event description:
Report 4 of 4: it was reported that during use of bd max¿ enteric viral panel, a false positive patient result was obtained. Sample was repeated on another max and was negative. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: d.4. Medical device brand name: bd max¿ enteric viral panel - nr. D.4. Medical device material: 443987. D.4. Medical device lot: 5021183. D.4. Medical device expiration date: 08/08/2026. D4: medical device unique identifier (UDI): (B)(4). H.4. Device manufacture date: 01/21/2025. Investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric viral panel-nr (ref. (B)(4)) lot 5021183 was performed by the review of manufacturing records, analysis of the customer¿s data and verification of complaints history of both bd max¿ enteric viral panel-nr and bd max¿ enteric viral panel assays (containing additional targets), for various targets. Review of the manufacturing records of the bd max¿ enteric viral panel-nr (evp-nr) indicated that the lot 5021183 was manufactured according to specifications and met performance requirements. Customer provided six runs from two instruments (ct0558 and ct1641) for investigation. Customer identified four suspected rov false positives results (samples identified 1, 2, 3, and 4) and manual pcr curve adjudication of those pcr results was performed. According to customer, sample 1 was positive for the rov target on the bd max¿ instrument (ct0558) but was negative on the biofire¿ platform. The sample was then retested using a different sample buffer tube (sbt) on another bd max¿ instrument (ct1641), yielding a negative result. Curves analysis of the initial test showed a normal amplification for the rov target (fam channel), suggesting true amplification. However, the retest showed no amplification or anomaly, which may indicate sample contamination in the initial test. Sample 2 was restest by the customer due to the initial low signal intensity. Retest was performed on their second bd max¿ instrument (ct1641) using a new sbt. The result was negative. The original curve in the fam channel (rov target) showed late and low amplification but appearing to be true positive, characteristic of samples near the assay limit of detection. The low positive result in the initial test could explain the negative result for the retest. Samples 3 and 4 were positive on the bd max¿ instrument, but when tested on an antigen platform, both gave negative results. Manual pcr curves adjudication of the results from the bd max¿ assay revealed a normal amplification curve for the rov target for sample 3. However, the spc target (cy5.5 channel) curve appeared flattened, possibly indicating the presence of inhibitory substances in the sample. Sample 4 displayed a strong and clear positive amplification for the rov target, without other issue observed. Considering limits of detection can vary between assays and verification methods, this may account for the discrepancies observed by the customer. However, bd is unable to identify the cause of these different results. Samples near the assay¿s limit of detection, environmental contamination, or cross-contamination are the most likely causes to explain the discrepancies observed in samples 1 and 2. Sample 3 shows signs of potential inhibition and sample 4 discrepancy could be due to different limits of detection between testing platforms. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Although bd is unable to identify the cause for those discrepancies, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric viral panel-nr lot 5021183. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Manufacturer narrative:
D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 4 of 4: it was reported that during use of bd max¿ enteric viral panel, a false positive patient result was obtained. Sample was retested using an antigen test and was negative. There was no report of patient impact.